Manufacturer narrative:
The field service engineer readjusted all sample probes, cleaned the pipettor tubes, and confirmed the analyzer was running back within specifications. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for six patient samples tested with albt2 tina-quant albumin gen.2 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The first patient sample initially resulted with an albumin value of 62.5 g/l, which repeated as 41.5 g/l. The second patient sample initially resulted with an albumin value of 52.2 g/l, which repeated as 38.9 g/l. The third patient sample initially resulted with an albumin value of 53.8 g/l, which repeated as 38.6 g/l. The fourth patient sample initially resulted with an albumin value of 32.9 g/l, which repeated as 26.7 g/l. The fifth patient sample initially resulted with an albumin value of 32.3 g/l on (B)(6) 2021, which repeated as 27.1 g/l on (B)(6) 2021. The sixth patient sample initially resulted with an albumin value of 15.2 g/l on (B)(6) 2021, which repeated as 7.7 g/l on (B)(6) 2021. The albumin reagent lot number was 508571. The reagent expiration date was requested, but not provided.